Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a bent tip clamp in the reported problem area of the pipette assembly. The replaced tip clamp and tip retaining clip were replaced. The instrument was inspected, tested without further problem, and returned to svc.